Event description:
It was reported that the patient was unable to consistently get an inflatable penile prosthesis (ipp) to inflate. The patient stated it takes around 10 minutes to inflate the device as sometimes the bulb was hard and needed two hands to manipulate it. The patient had seen the physician several times to reset the pump but the patient still experienced challenges activating the system. Patient liaison provided troubleshooting technique including reboot, anti-stiction and burping. The patient would try the maneuvers and contact patient liaison if further assistance was needed.